Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this implantable defibrillation lead exhibited a high out of range shock impedance measurement. The patient was scheduled to be seen in clinic to increase the alert threshold. The lead will continue to be monitored and further testing will be performed if the shock impedance measurements continue to increase. No adverse patient effects were reported.